Event description:
It was also reported that the patient lost therapy on one side.

Event description:
Follow up information received reported that the patient had one lead replaced on (B)(6), 2013 and was scheduled to have the other lead replaced on (B)(6), 2013. Both leads were then to be connected on (B)(6), 2013. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3007566237-2013-00275 for other device/therapy issue.

Event description:
(Hcp) reported that the ins depletion was considered normal. The patient was reported as doing well with their therapy when seen on their follow up visit in the middle of (B)(6). 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3389-40, lot# v004936, implanted: (B)(6) 2006. Product type: lead: product ID 3389-40, lot# v004936, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Event description:
It was reported that a patient had an implantable neurostimulator (ins) replacement and a possible revision of the extension. It was unclear if the extension was replaced. It was reported that the device batteries had been dead for a month prior to the report. The device was not interrogated to confirm battery depletion. The reporter stated that an x-ray showed that there was a visible break on the left lead, and the lead was not replaced at the time (see MFR report #3007566237-2013-00275). It was reported that the ins replacement was six years after the patient's initial implant and she had had a "great outcome" from the therapy. The reporter stated that when the batteries died, the patient was "really hurting." It was unclear if the lack of therapy was due to the ins or the other device system issues. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information indicated that the patient was receiving therapy and doing better after programming appointment.

Manufacturer narrative:
(B)(4).